Event description:
Related to manufacturer report numbers: 2938836-2018-09651, 2017865-2018-11941 and 2017865-2018-11943. During follow-up, device migration was observed. This resulted in dislodgement of the right atrial (ra), right ventricular (rv) and left ventricular (lv) leads. Diagnostic imaging was performed and confirmed device migration and ra, rv and lv lead dislodgement. During the revision procedure, the rv helix was unable to retract and the set screw was observed to be stripped. The issues were resolved by explanting and replacing the device and ra, rv and lv leads. The patient was in stable condition and experienced no adverse health consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead found the extended helix clogged with blood. After cleaning, the helix retracted and extended. The helix extension length was measured to be within product specification. The cause for the helix retraction issue was due to the helix being clogged with blood. The field report for the helix retraction difficulty was confirmed whereas the dislodgement could not be confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.